Event description:
The pt reportedly experienced sound quality issues. External equipment was exchanged; however, this did not resolve the issue. Testing of the device revealed that the device is not functioning. Surgery to explant the pt's device is scheduled.